Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump cartridge compartment was damaged with worn threads and the cap became loose. On an unspecified date, the patient obtained the blood glucose reading of ¿greater than 300 mg/dl¿ and he experienced the symptoms of positive ketones and body aches. The patient was able to re-secure the cartridge cap and give himself a bolus dose of insulin. He did not seek any medical attention. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient¿s technique was incorrect by continuing to use the pump after it was damaged. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: no defect was found. A visible inspection of the pump revealed no damage to the cartridge compartment; all threads are intact. The returned cartridge cap is undamaged and is able to fully attach to the cartridge compartment with no issues.. The pump was tested on a 29hr flow test; the pump passed the required test and was found to be delivering within the required specification. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.